Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately in comparison with his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 03:30pm on (B)(6) 2014, he obtained results of ¿58mg/dl and over 300mg/dl¿ on the subject meter. The patient detailed that he does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged inaccuracy. The patient denied developing any symptoms, however stated that on (B)(6) 2014 at 03:30 pm to 04:00 pm he visited an emergency room (ER), where he was treated by a healthcare professional (hcp) with ¿liquid glucose by mouth¿. He also had his blood glucose tested on an ER meter which gave a result of 172mg/dl. During troubleshooting, the cca noted that the meter was set to the correct units of measure. The patient was unable to confirm if the results of a control solution test were within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a hcp for a low blood glucose excursion after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/21/2014). The patient¿s meter has been returned on 12/5/2014 and evaluated by lifescan product analysis on 12/9/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.